Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen did not respond and would not calibrate. The probable cause was due to a broken touchscreen assembly. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen did not respond when pressed. The device was returned on the biomedical department with an unsigned note that indicated the touch screen does not work at all. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond when pressed. No additional info was provided.